Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis indicated battery voltage - resistance/impedance increase. The elective replacement indicator was tripped due to high battery resistance on (B)(6) 2010. Finding from analysis of the device was battery - high impedance. The incorrect rtt battery voltage measurements are the result of high internal battery resistance. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis indicated battery voltage - resistance/impedance increase. The elective replacement indicator was tripped due to high battery resistance on (B)(6) 2010. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the device may have early battery depletion and the device was at elective replacement indicator. The patient was also feeling palpitations which are why the device was checked. The telemetry measured voltage was lower than the save to disk voltage on the battery. There were also measurements of high impedance reported. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device may have early battery depletion and the device was at elective replacement indicator. The patient was also feeling palpitations which is why the device was checked. The telemetry measured voltage was lower than the save to disk voltage on the battery. There were also measurements of high impedance reported. The device was explanted and replaced. No futher patient complications have been reported as a result fo this event.